Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument did not release from the tissue after firing. The surgeon removed the instrument with manipulation. No pt injury was reported.

Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approx. Of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approx. Button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.